Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that a power on reset (por) condition occurred on the patient's device. It was noted that the patient experienced coupling and communication issues. While using the antenna locate (al) feature, the por was displayed on the recharger, which lead to the normal recharging screen. It was further noted that the patient was getting 8 coupling bars. The patient last felt stimulation 3 weeks ago. Additional information was requested but not available as of the date of this report, if received, a supplemental report will be submitted.